Event description:
It was reported that the device had serial number mismatch - internal/external. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c17 annex d: d07 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿mismatched serial number¿ was confirmed. Internal serial number was observed to be (B)(6). External serial number was observed to be (B)(6). Thereby confirming the reported issue. On 06-dec-2024, lvp device was received unboxed and with paperwork. External investigation confirmed the reported problem upon power up. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to flash internal serial number to external serial number (B)(6). Failure investigation report attached to qn in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had serial number mismatch - internal/external. There was no patient involvement.